Event description:
The customer alleged they received questionable thyrotropin (tsh) results of one patient on their e170 analyzer. The patient's initial tsh result was 33.05 mu/l. This result did not fit the patient's clinical picture. On (B)(6) 2012, the sample was repeated on the e170 analyzer. The repeat result was 33 mu/l. The sample was tested on an abbott architect 2000i and the result was 16.62 mu/l. The customer stated that none of the results were reported outside the laboratory and that the physician decided not to start the treatment. The customer performed a peg precipitation test (25% peg solution). The supernatant was collected and the tsh was measured with a recovery rate of 3.6%. There were no adverse events. The tsh reagent lot number was 166167 and the expiration date was 10/31/2012.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No information was provided on the specific part number involved in this event. This event occured in (B)(6).

Manufacturer narrative:
The customer returned sample for further investigation. An interference analysis was carried out to determine if there was an interfering factor in the patient sample. The presence of tsh complexed to igg (macro tsh) in the sample was confirmed. The presence of macro tsh may cause unexpectedly high values of tsh, as stated in the package insert under the limitations section.